Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms resulting in a lead safety switch. A signal artifact monitor episode was also observed with oversensing of noise on the rv channel causing the minute ventilation feature to disable. A suspected rv lead fracture was thought to be the cause of these observations. The rv lead remains in service and there have been no adverse patient effects reported.